Event description:
It was reported that the device had an electrical reset upon interrogation. The device has also reached depletion. The device was reporgrammed with a lower output. The device was removed and replaced. It was further reported that the atrial lead had high impedance. The lead was capped and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.